Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height matrix drawer said closed drawer and drawer was closed. The field service engineer (fse) removed the back panel and inspected the retractor band but found no issues. All cables at the back were re-seated, the open or close sensor was replaced, and the station was restarted. The system was verified for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es showed close drawer even though it was closed, device thought it was open and slamming no longer worked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.